Event description:
It was reported that pericardial effusion occurred. A concomitant ablation and left atrial appendage closure (laac) procedure was being performed. The ablation was performed with a non-boston scientific device. After the ablation was completed, the laac procedure was completed with use of a watchman trusteer access system and successful implant of a 27mm watchman flx pro closure device. No effusion was identified after release of the closure device and the patient was hemodynamically stable. After transfer out of the room, a pericardial effusion was identified. Pericardiocentesis was performed and 300ml of fluid was drained. The patient was hospitalized beyond the standard of care but has since fully recovered and discharged.